Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were returned for investigation. The returned strips were tested with a high level control sample and a retention meter: testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.7 inr qc 2: 2.6 inr, . The obtained results were in the allowed range. No error messages occurred during the investigation of the returned strips. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the dade innovin laboratory method. The result from the meter at 4:00 a.m. Was 2.4 inr. The result from the laboratory at 7:30 a.m. Was 1.9 inr. The customer's warfarin dose was adjusted based on the meter result. No serious injury occurred. The customer's therapeutic range is 1.8 - 2.3 inr.